Manufacturer narrative:
Analysis of the implantable lead (lot # va1ntr8) revealed no anomaly, functionally okay. Analysis of the stylet (serial/lot # un known) revealed a broken handle. Concomitant medical products: product ID: neu_stylet_acc, lot# unknown, product type: accessory section. Product ID: neu_stylet_acc, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins). It was reported that the bent tip stylet was missing the top part of the white plastic where it attaches to the lead, the plastic connector. The lead was removed from the field and a new one was opened for the procedure. The issue was resolved at the time of the report. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Correction: additional information determined that there was no patient involved with this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer¿s representative (rep) indicating that there was no patient in the operating room when the issue was discovered. The rep also clarified that the bent tip stylet did not have the top portion that connected it to the lead for testing. No further complications were reported.